Event description:
Description of event according to study: endoleak type ib - distal. Location relative to study stent = stented segment. Was this event considered to be related to the study device? = related. Was the event considered to be related to the treated aortic disease? = related. Was this event considered to be related to the study procedure? = not related. Did the event occur due to a device deficiency? = no. Patient outcome: the patient recovered/stabilized without sequelae.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2022 an 86 year old male patient underwent thoracic endovascular aortic repair (tevar) to treat a thoracic aortic aneurysm in the descending aorta. Tevar was performed by implantation zta-pt-46-42-179 proximally and zta-p-44-233 (complaint device) distally. The planned proximal seal zone was from end of zone 3 to mid descending aorta with a length of 63mm. The planned distal seal zone was from zone 5 in the mid descending aorta to celiac arteries with a length of 40mm. The procedure was successful. On (B)(6) 2024 (508 days post-procedure) a type 1b endoleak occurred. The endoleak was considered to be related to the study device and the treated aortic disease. It was reported that the event did not occur due to a device deficiency. The patient underwent tevar to treat the endoleak and was discharged from the hospital 5 days post-procedure. Review of the device history record gave no indication of the device being produced out of specification. According to the instructions for use (IFU) a two-component repair consisting of a proximal and distal component is recommended, as it provides both the ability to adapt to the length change over time and provides active fixation at both the proximal and distal seal sites as the distal component has barbs distally. The IFU also state that if an acceptable two-component treatment plan consisting of a proximal and distal component cannot be achieved the proximal component must be selected with enough length to achieve and maintain the minimum 20 mm sealing zones at both ends even when positioned in the greater curve of the aneurysm. Failure to do so could result in migration, endoleak and aneurysm growth. Based on review of the limited available information (no imaging) it has not been possible to determine a cause for the type 1b endoleak. As reported the adverse event was not considered to be due to a deficiency of the complaint device. The endoleak could have occurred due to changes to the patient anatomy (aortic lengthening) or because the implanted stent grafts have shifted further into the greater curve of the aneurysm over time which would effectively shorten the distal seal zone in this case as the procedure was performed without a distal component with distal barbs. However, without more information it would be speculative to conclude on the cause for the type 1b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). After re-investigation the event for this pr# is no longer reportable. Summary of investigational findings: on 05sep2022 an 86 year old male patient underwent thoracic endovascular aortic repair (tevar) to treat a thoracic aortic aneurysm in the descending aorta. Tevar was performed by implantation zta-pt-46-42-179 proximally and zta-p-44-233 (complaint device) distally. The planned proximal seal zone was from end of zone 3 to mid descending aorta with a length of 63mm. The planned distal seal zone was from zone 5 in the mid descending aorta to celiac arteries with a length of 40mm. The procedure was successful. On 26jan2024 (508 days post-procedure) a type 1b endoleak occurred because the portion of thoracic aorta distal to the complaint device became aneurysmatic. The complaint device was reported to have performed correctly andthe event did not occur due to a device deficiency. The patient underwent tevar with a single endoprosthetic module to treat the endoleak and was discharged from the hospital 5 days post-procedure. Review of the device history record gave no indication of the device being produced out of specification. According to the instructions for use (IFU) a two-component repair constisting of a proximal and distal component is recommended, as it provides both the ability to adapt to the length change over time and provides active fixation at both the proximal and distal seal sites as the distal component has barbs distally. The IFU also state that if an acceptable two-component treatment plan consisting of a proximal and distal component cannot be achieved the proximal component must be selected with enough length to achieve and maintain the minimum 20 mm sealing zones at both ends even when positioned in the greater curve of the aneurysm. Failure to do so could result in migration, endoleak and aneurysm growth. The cause of the type 1b endoleak was inherent to patient medical condition as the thoracic aorta distal to the complaint device became aneurysmatic. This has probably lead to loss of fixation in the distal seal zone of complaint device cause the endoleak. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device why the event is assessed to be a side effect. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2022 an 86 year old male patient underwent thoracic endovascular aortic repair (tevar) to treat a thoracic aortic aneurysm in the descending aorta. Tevar was performed by implantation zta-pt-46-42-179 proximally and zta-p-44-233 (complaint device) distally. The planned proximal seal zone was from end of zone 3 to mid descending aorta with a length of 63mm. The planned distal seal zone was from zone 5 in the mid descending aorta to celiac arteries with a length of 40mm. The procedure was successful. On (B)(6) 2024 (508 days post-procedure) a type 1b endoleak occurred because the portion of thoracic aorta distal to the complaint device became aneurysmatic. The complaint device was reported to have performed correctly and the event did not occur due to a device deficiency. The patient underwent tevar with a single endoprosthetic module to treat the endoleak and was discharged from the hospital 5 days post-procedure. Review of the device history record gave no indication of the device being produced out of specification. According to the instructions for use (IFU) a two-component repair consisting of a proximal and distal component is recommended, as it provides both the ability to adapt to the length change over time and provides active fixation at both the proximal and distal seal sites as the distal component has barbs distally. The IFU also state that if an acceptable two-component treatment plan consisting of a proximal and distal component cannot be achieved the proximal component must be selected with enough length to achieve and maintain the minimum 20 mm sealing zones at both ends even when positioned in the greater curve of the aneurysm. Failure to do so could result in migration, endoleak and aneurysm growth. The cause of the type 1b endoleak was inherent to patient medical condition as the thoracic aorta distal to the complaint device became aneurysmatic. This has probably lead to loss of fixation in the distal seal zone of complaint device cause the endoleak. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device why the event is assessed to be a side effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.